Manufacturer narrative:
The device was not available for evaluation by the manufacturer facility. However, the event of the bent duraguard was confirmed by a manufacturer field service technician, and excessive side load was identified as a potential cause of the reported event. Device not returned to manufacturer for evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.